Event description:
The facility representative contacted baxter on (B)(6) 2010 to report a colleague infusion pump with failure code 810:11. During evaluation at baxter, the ail pcb (air in line printed circuit board) was out of calibration and it was recalibrated. There was no documented patient injury, adverse event or medical intervention related to the reported condition. The pump has software version 6.13.90, categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4).the device was received and evaluated by baxter. The reported condition was confirmed, but not duplicated.